Manufacturer narrative:
(B)(4). Date sent 8/19/2025 d4 batch #y7014d corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcl20 device was returned with no damage to the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the lockout spring was found to be out of its intended position, jamming the firing mechanism. Five(5) clips were found inside clip track. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch y7014d number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 7/2/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a panniculectomy the large clip appliers that the clip did not form correctly. No surgical delay was reported. No patient harm was there.

Manufacturer narrative:
(B)(4). Date sent 8/8/2025 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.